Event description:
It was reported that while in the hemodynamic unit, the intra-aortic balloon (iab) purged at 5cc instead of 40cc. The incident was "speedily corrected" and the monitor was then stopped and restarted. No clinical consequence for the patient. A request was made for the specific way the MDR corrected the event. Additional information received in 2009, stated that the consumer "stopped and restarted the monitor and after that, the balloon purge was correct at 40cc."

Manufacturer narrative:
Sample will not be returned for evaluation.